Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the during a surgical procedure on (B)(6) 2020 to replace one of the leads (manufacturer report number 1627487-2020-48746) a portion of the lead was left implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that there is no further intervention planned to remove the portion of the lead that was left implanted.